Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced e-200 integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that e-200 prompted a system restart. The procedure was completing as planned with no reported injury.